Manufacturer narrative:
The user-reported leaking issue was confirmed. Leakage was observed at the bottom of the filter. A supplier corrective action request (scar-008) had been issued to address this issue. The complaint was determined as not MDR reportable at the initial determination by following company procedures. This MDR is retrospectively filed as a corrective action to address one of the FDA inspection observations made on (B)(6) 2016. Zyno medical submitted an e-MDR (3006575795-2016-00110_complaint (B)(4)) on 10/26/2016 through the FDA's website and received the receipt. But due to some technical difficulties and confusion, the file didn't pass with all three acknowledgements. This is a re-submission regarding the same event.

Event description:
The customer reported that the tubing was leaking at the filter. No patient was involved in this case.